Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was interference on the electrogram of the remote transmission. Another transmission showed an absence of this interference. The device remains in use. No patient complications were reported as a result of this event.